Event description:
It was reported that within several days of implant the threshold rose and was high. It was noted that the lead did not appear to be dislodged on x-ray. The lead was repositioned several months later and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).